Manufacturer narrative:
(B)(4). Medical devices: unknown item name unknown g7 shell lot # unk; associated item number 650-1057 item name cer bioloxd option hd 36mm lot # unk; unknown item name unknown g7 e1 neutral liner lot # unk associated item number 650-1064 item name cer option type 1 tpr sleve -6 lot # unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient had a trochanteric injection post procedure. No further information is available.